Event description:
Allegedly, a nurse developed a latex allergy while using unidentified gloves. Ssl americas, inc was notified of the alleged event through a process of litigation involving several companies. There is no indication that the co's were used or caused any injury to the pt.